Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the gen11 and the hand control buttons were not functional. However, the device did activate when tested with the foot switch and an instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device and the electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a colectomy procedure the device was out of function after two minutes use in a case. The surgeon could not activate the instrument and got the error code "tighten assembly". The nurse tried to reassemble the instrument three times but failed. A new device was used to replace this failed piece and it worked properly with the same hand piece and the same generator. No patient consequences reported. One device will be returning.